Event description:
It was reported that t:slim X2 pump battery would not charge, pump screen remained dark, and pump shut down, leaving caller unable to turn pump back on despite trying multiple charging cables, wall adapters, and confirmed working outlets. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, was instructed on proper USB insertion and placing pump into storage mode, and Tandem Technical Support arranged replacement pump shipment, advised caller to re-enter pump settings and reconnect CGM to replacement pump, and instructed caller to return problematic pump using prepaid label within 10 days.